Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
No blood glucose levels reported. The customer reported difficulty in properly locking together the tube connector and the reservoir on the insulin pump. Troubleshooting was done. No additional information was provided.